Event description:
It was reported that two events of oversensing occurred due to noise in the ventricular channel. One of the events lead to inappropriate atp-therapy. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the portion of the lead that was returned was normal and no anomaly was found. A complete analysis could not be performed without the return of the distal part of the lead.